Event description:
Medtronic cryo catheter freezor xtra 3 #227f3 lot #75784-64 developed a "kink" and was not able to advance or remove. The ep cardiologist/physician needed to use a lasso to remove the catheter from the pt during the ep study. Diagnosis or reason for use: to do an ep study. Event abated after use stopped or does reduced: yes.